Event description:
Older products have an amber port on the end. New products have non-dehp polyethylene-lined inner tubing with a clear or light tinted port on the end. While flushing tubing after drawing blood the port blew off the end of the new tubing. If this would have happened while flushing chemo products there would be a serious accident with the chemo. This also means that this pt has to be accessed again, which causes undue pain to the pt. This happened twice this past weekend.